Manufacturer narrative:
Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. Without data to review, the root cause for the alleged discrepancy cannot be determined. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged discrepant results for 1 patient sample tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The sample was initially positive for sars-cov-2, flu a and flu b, and upon repeat on a different cobas liat, negative results for all targets were generated. It was noted that the positive results were not reported out. No harm or injury was indicated. No data or kit lot information was provided through the case, although requested.